Event description:
Review of service data detected a reportable event. During servicing, battery pack serial number (B)(4) would not communicate. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation of battery pack serial number (B)(4) is currently underway. As received, the battery would not communicate. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any deficiencies.